Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 1mm proximal from the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination found no irregularities or defects to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.